Event description:
It was reported that during insertion of the spring wire guide through the introducer needle, the wire kinked at the tip. A dilator was inserted over the wire to try to straighten the kink. An attempt was made to remove the wire and dilator, and the wire guide separated. The pt was taken to or for removal of the small piece of wire. The pt later expired of causes unrelated to this event.